Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had particulate matter (hair) in it. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Photographs were received of the device and evaluated. The visual inspection determined that the particulate matter (hair) was not in the device/fluid path, but in the overpouch. The sample was determined to not meet product specifications related to the report of particulate matter. The cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.